Event description:
Additional information received indicated that the device was explanted, replaced and returned.

Manufacturer narrative:
The reported sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that through remote transmission, the device exhibited ventricular undersensing due to atrial pacing. An egm episode of non-sustained rv oversensing was also observed due to a pseudo fusion event. The patient was asymptomatic. Programming changes were made. The patient was stable after the event.